Event description:
As reported by the (B)(4) study, there was an inability to track two angioguard devices to the target lesion and during deployment of the study stent, the stent migrated distally and was deployed in an inaccurate placement. Pta was performed on an 81% occluded lesion in the proximal right internal carotid artery of 15 mm in length with severe vessel tortuosity. The arch ii lesion was eccentric and mildly calcified. After successful deployment of the third angioguard device, the lesion was pre-dilated and a 7x30 mm precise pro rx stent was deployed distal to the intended target lesion. A 7x40 mm precise pro rx was deployed instead to treat the lesion. The residual diameter stenosed measured 17%. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A 6f shuttle sheath was used in the procedure. The stent delivery system did not pass through any acute bends. Delivery was "ipsilateral" with approach from the groin to access the right carotid. There were no problems tracking toward or through the lesion. The user had a "death grip" on the inner shaft, with hand braced to prevent antegrade or retrograde motion. The deployment did not require any unusual force. The amount of tension was uniform and relatively minimal. In "real time" under fluoroscopy, the physician watched the stent "squirt" distally as it was finally deployed across the stenosis. Given the location of the "tightest" stenosis in the proximal ica, he intended to place the stent eccentrically across the lesion (more stent distal to the lesion than proximal), rather than partially coming across the bifurcation. The other option would have been to use a longer stent and bring it well into the bifurcation.. However, the physician just didn't want to get it right at the origin. Well, the first stent was deployed even more eccentric than intended, not fully treating the stenosis.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rx stent catalog number pc0740rxc, lot number 15560206 and angioguard rx catalog number 601801rmc, lot numbers 71011491 and 70810511. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) study, there was an inability to track two angioguard devices to the target lesion and during deployment of the study stent, the stent migrated distally and was deployed in an inaccurate placement. Pta was performed on an 81% occluded lesion in the proximal right internal carotid artery of 15 mm in length with severe vessel tortuousity. The arch ii lesion was eccentric and mildly calcified. After successful deployment of the third angioguard device, the lesion was pre-dilated and a 7x30 mm precise pro rx stent was deployed distal to the intended target lesion. A 7x40 mm precise pro rx was then deployed to fully cover the lesion. The residual diameter measured 17%. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A 6f shuttle sheath was used in the procedure. The stent delivery system did not pass through any acute bends. Delivery was "ipsilateral" with approach from the groin to access the right carotid. There were no problems tracking toward or through the lesion. The user had a "death grip" on the inner shaft, with hand braced to prevent antegrade or retrograde motion. The deployment did not require any unusual force. The amount of tension was uniform and relatively minimal. In "real time" under fluoroscopy, the physician watched the stent "squirt" distally as it was finally deployed across the stenosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.